Event description:
On 2/1/96 the complainant opened a new package of contact lenses and she noticed nothing unusual about the fully sealed container. Lens was removed from the container, rinsed off and inserted into the complainant's eye. Complainant experienced immediate pain, removed and reinserted the lens. The lens was worn for several hrs, while the complainant was at the opera, before it was removed and placed into a storage case. Several days later the complainant experienced the same problems when she tried to wear the lens again. Another lens was opened up and the same problem occurred again. Visual examination of the lenses by the complainant did not reveal any problems. On 2/6/96 the complainant telephoned the customer relations dept and was instructed to return the lenses to the place of purchase and have the retailer return the product to the co. The complainant returned the lenses. Apparently co examined the lenses and found that one lens was damaged, tears at the edge and center of the lens. The MFR attributed this damage to improper handling of the lens by the consumer. Complainant stated that she did not mishandle the lenses and that this was not the first time she experienced problems with this co's lenses.